Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-03759 pertains to the first extractor device and manufacturer report# 3005099803-2017-03760 pertains to the second extractor device. It was reported to boston scientific corporation that two extractor pro rx retrieval balloon devices were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon would not deflate. It was reported that they had to pop the balloon and pulled the catheter out of the scope. They used another extractor pro rx retrieval balloon and encountered the same issue, but completed the procedure using the second balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.